Manufacturer narrative:
Method: design history records reviewed. Add'l clinical info requested. Results of the complaint investigation will be reported in a f/u MDR report filing. Add'l model #6653113, add'l lot #s 79097, 76675, add'l device MFR dates: 11/2008 and 2/2009.

Event description:
A pt had anterior cervical discectomy and fusion (acdf) surgery at c3/c4 using mystique plating sys, consisting of a 25mm plate and 4 screws, to relieve chronic neck and arm pain in (B)(6) 2009. At some point post-operatively, the pt began to develop symptoms consistent with his pre-surgical condition. Approx 2 months post-operative, the pt coughed up a surgical screw. Approx 2 weeks later, a second surgery was performed and the mystique plating sys, bone graft and screws were removed. Approx 4 days later, the pt experienced paralysis. Mr imaging revealed abscesses in the pt's cervical spine canal, causing spinal cord compression. Surgery was immediately performed to drain the abscesses and the infection was subsequently cured. However, the paralysis appears permanent.